Manufacturer narrative:
On (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device, informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 8/27/1996 and was last repaired on 09/28/2012 for a non-related issue. Evaluation of the device observed the comb was deformed through the back of the mesher and the right end of the roller was galled and gnarled. It was also observed that the unit had an alignment problem and was difficult to calibrate. Prior to repair, test mesh and calibration check could not be performed due to the damaged comb. Repair of the device included replacement of the roller and roller gear, comb, both side plates, hinge tops, should bolts, washers and carrier guide. Improper handling, regarding ratchet to roller fitment, likely caused the right end of the roller to be galled and gnarled, which most likely cause the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher was stuck. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.